Manufacturer narrative:
(B)(4): the device was received. Investigation is not complete.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during dilatation, the balloon burst at 8 atm. Reportedly, the artery was not very calcified. The balloon was removed from the patient without difficulties, nothing remained in the vessel. A new fox sv balloon (same size) was used with a good result. There were no patient effects. No additional information was provided.